Event description:
On (B)(6) 2021 (B)(6) (hcp): information was received from a healthcare provider regarding a patient who was receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that the patient's pump and catheter were removed on (B)(6) 2021 due to infection, according to the healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 03-dec-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.